Event description:
The customer reported that the fiber cap detached inside the patient at 385,327 joules during a prostate procedure. The fiber cap was retrieved with forceps. The procedure was completed with another fiber. It was reported that there was no harm to the patient.

Manufacturer narrative:
(B)(4).